Event description:
Implant date: 8/1/1989. Post operative x-rays revealed upper screw had migrated. Revision surgery on 11/30/1989 to remove screw. Post operative x-ray report states no further hardware movement and solid fusion. The rest of the hardware has not been reported to have been explanted.